Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are having problems with their implantable pulse generator (ipg) and "the last ten months I've had th ree infections with it." The ipg system remains in use. No further patient complications have been reported as a result of this event.